Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection revealed liquid contamination in the pneumatic block. Device was returned to customer unrepaired due to the customer declined service. Resmed reference#: (B)(4).